Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All functional test results and visual inspection were within device specifications.

Manufacturer narrative:
The reported meter and test strips have not been returned for investigation. Retained strips from test strip lot 46t15h were tested with control solutions and whole blood. While testing with control solutions showed some results out the expected ranges, testing with whole blood has demonstrated that all results are clinically accurate. In addition, 100% of the results were in zone a of the consensus error grid, indicating there would be no effect on clinical action based on meter results. The primary use of precision xceedpro blood glucose test strips is for determination of glucose in whole blood samples. The complaint is not confirmed.

Event description:
A healthcare professional reported receiving inaccurate readings on their adc blood glucose meter. The healthcare professional reported comparing and adc meter reading of greater than 500 mg/dl to a lab result of 180 mg/dl. The blood tests were reportedly performed within ten minutes. The results were plotted on a parkes error grid and fell in the "c" zone showing the difference in values was clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. Note: the device manufacture date for the reported meter serial number is unknown. The date entered is the complaint awareness date.